Manufacturer narrative:
Other applicable components: product ID 3058, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator; product ID 3889-28, lot# va0eakj, implanted: (B)(6) 2014, product type: lead; product ID 3889-28, lot# va0ewzk, implanted: (B)(6) 2014, product type: lead.

Event description:
Information was received from a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient&#62688;wires were shorting out because once in a while she got shocking in her crotch area. She stated the wires was short because it was biting her in the crotch area every once in a while. Her doctor wanted to set up an appointment with a manufacturer representative (rep) rep to meet patient at the healthcare professional (hcp) office and check device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.